Manufacturer narrative:
(B)(4). Batch # 341a65. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached was noted to be broken off. The device was received with no reload present. No functional test could be performed with it due to the condition of the device. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. Due to the condition of the firing knob, the reported complaint was confirmed by an external cause as improper handling. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that when opening the sterile packaging of the instrument, the release lever was already broken off. A new instrument was opened and the surgery continued without complications. No patient consequences reported. No further information is available.